Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07692. Discarded.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to wear and lysis. It was also noted that the patient had a couple of falls within the last year due to instability. The head and liner were replaced. No complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. According to the x-rays reviewed, there is polythene wear of the right hip with periacetabular lysis. Device history records for the head cannot be reviewed as the available records are illegible. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.